Manufacturer narrative:
Damaged head-end siderail panels, damaged footboard modules.

Event description:
It was reported by service report that the footboard modules, and the head-end siderails panels were damaged. It is unknown if there was patient involvement or adverse consequences to report.